Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent umbilical/ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2018 which included removal of a portion of the previously placed mesh. It was reported that the patient experienced recurrent severe pain, nausea, vomiting, diarrhea, chills, inflammation, loss of appetite and anxiety. No additional information was provided.